Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The introducer needle was not returned. No definite evidence of use was observed. Visual examination revealed the guide wire was unraveled from the distal weld. Slight bending of the distal end was observed. The distal j-bend was misshapen and intact. Microscopic examination of the guide wire confirmed the core wire was broken in the middle of the guide wire body. The proximal separation point was extruding out of the coil wire and the distal separation point remained within the coil wire. Visual inspection of the introducer needle could not be performed as the needle was not returned. The two pieces of the guide wire core wire added up to 45 cm, which is within the specifications of 44.5 - 45.5cm per guide wire product drawing. The outer diameter of the guide wire measured 0.0176" which is within the od specification of 0.0175 - 0.0180" per guide wire product drawing. Dimensional inspection of the introducer needle could not be performed as the needle was not returned. Functional inspection could not be performed due to the damage to the returned guide wire and without the needle returned for analysis. A device history record review was performed, and no relevant findings were identified. Instructions-for-use (IFU) provided with this product warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of an unraveled guide wire was confirmed through examination of the returned sample. The guide wire coil wire was unraveled in the middle of the body due to a separation of the core wire. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the appearance of the damage is consistent with unintentional user error. However, without the reported needle returned for evaluation, the probable cause of the guide wire and needle resistance could not be determined. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "upon insertion of guidewire, guidewire became to unravel causing difficulty in removing the wire from the arm and needle. Upon removal of the wire, wire was physically unraveled and coiled. Patient did not have any complications or pain, and this did not harm the patient. Staff had to use another kit to place the line in this patient which was successful".

Manufacturer narrative:
(B)(4). Corrected data: section b.3.-date of event corrected to (B)(6) 2024. Medwatch received - #mw5157742. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "upon insertion of guidewire, guidewire became to unravel causing difficulty in removing the wire from the arm and needle. Upon removal of the wire, wire was physically unraveled and coiled. Patient did not have any complications or pain, and this did not harm the patient. Staff had to use another kit to place the line in this patient which was successful".